Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt was no longer receiving stimulation and was unable to communicate with or charge her ipg. The pt suffered a stroke approximately 1 yr ago and has not used or charged her scs system since. The sjm rep is to contact the pt as the next course of action.